Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record review shows that the device was assembled and inspected according to our specifications. No corrective action can be established at this time since the device sample is not available for evaluation. In order to perform a proper investigation, and determine a root cause, it is necessary to evaluate the device involved in this complaint. The customer complaint cannot be confirmed based only on the information provided. The root cause is unknown at this time. If the sample becomes available this investigation will be updated with the evaluation results.

Event description:
The customer complaint alleges the unheated circuit section has three(3) holes. The alleged defect was reported detected during use on a patient. There was no report of injury or harm to the patient.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that a piece of tape was wrapped around the inspiratory limb which presumably was marking the leak. The tape was removed. With the naked eye the presumed leak area could not be seen. No tube melting or charring was detected. Functional testing was performed and no leaks were detected in the expiratory limb, however, leakage was found in the inspiratory limb. The limb was totally submerged in a water bath to determine the area of leakage. It was found that the leakage was coming from a series of three small puncture-like holes. After removing the circuit from the test bath the circuit was reviewed again for any visual damage. This time the damage could be seen with the naked eye. The reported complaint of a leaking circuit was confirmed based upon the sample received. The returned circuit was confirmed to leak as a result of a series of small puncture like holes in the corrugated tubing material. A DHR review was performed on the product with no evidence to suggest a manufacturing related cause. The defect was discovered after being in use. Therefore, based upon the time of discovery and the damage observed on the returned sample, it was determined that operational context caused or contributed to this event.

Event description:
The customer complaint alleges the unheated circuit section has three(3) holes. The alleged defect was reported detected during use on a patient. There was no report of injury or harm to the patient.